Manufacturer narrative:
According to our records, the lead remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this left ventricular lead was not functional.